Manufacturer narrative:
Implant date: if implanted, give date: not applicable as the device was not implanted. Explant date: if explanted, give date: not applicable as the device was not implanted therefore, not explanted. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported when the intraocular lens (iol) came out of the preloaded device, the iol was cracked. The iol was not inserted in the eye and there was no patient contact. Another iol was used to complete the procedure. Reportedly, there was no capsule tear, no vitrectomy and no medication outside the standard of care. No further information was provided.

Manufacturer narrative:
Correction data. In review it was noticed that the field g4, combination product, should have been populated with no but was inadvertently left blank in the initial MDR report. Therefore, the information has been corrected in this supplemental MDR report and the following field was updated accordingly. Section g4, combination product: no. This is to correct the second submission. Section e1, first/given name: is blank but should have stated (B)(6). Section h6, type of investigation: is 10 but should have stated 4116-incomplete device returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 21, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: no intraocular lens was received as part of this return. Visual inspection under magnification of the complaint handpiece revealed that the plunger rod was in the advanced position. No issue with the handpiece could be observed that could contributed to or caused the complaint issue. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.